Event description:
In o.r. An orthopedic table with x-ray equipment was raised, and collided with the surgical light. The force of this collision broke the main arm in half. Importer has been informed that the light landed on the doctor and the pt. Condition of these individuals is unknown as the hosp has withheld all detailed injury info.